Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq0831 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0831) have been reported from the same (B)(6) facility.

Event description:
It was reported that patient was placed with the catheter and the hourglass phenomenon in vitro occurred after the catheterization for 7 days. The catheter was normally used on the patients by trimming in vitro. It was stated there was no inadequacy of the operation in the clinical feedback, and the occurrence of hourglass phenomenon had a very short time from implanting the catheter and during that time.